Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric bypass procedure, when on the stomach, after mounting the load the calibration was slow. The device was able to enter firing mode, but would not fire. There was difficulty closing jaws and positioning the device. Handle and shell were replaced to complete the surgery. There was no patient injury.